Event description:
It was reported that the pump shut down unexpectedly. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. During troubleshooting with tandem technical support, it was confirmed that the customer was able to successfully turn the pump back on and resume insulin therapy.